Event description:
It was reported that during npwt with a renasys touch, the soft port was causing a blockage and triggered the ¿blockage¿ warning. This issue was resolved by changing the soft port from backup item. There was no delay. No patient harm reported,

Manufacturer narrative:
H3, h6: the device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable root cause maybe kinks, leaks and blockages in the vacuum circuit, or a component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.